Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the device exhibited damage to the charged coupled device unit that disallowed focus to be switched to the near point. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - issue due to degradation of the affected component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.